Event description:
Caller reported a malfunction on the pump, identified by a code that was resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer reset the pump several times and will use mdi as backup therapy. Technical support arranged for a replacement pump with updated software to be sent to the customer, who was informed about necessary steps and training available. The pump was under warranty, and the customer was instructed to put the current pump into storage mode before returning it.